Event description:
Additional information was received from a foreign patient (con) and a company representative (rep) reporting that the patient was questioning if the cable was clogged and the neurosurgeon had to operate, the patient assumed that the construction bag as well as the place (e.g. Back) must be opened to lay the new cable. It was further reported that it took about a week until the withdrawal symptoms were almost gone. Postoperatively on the ward, the patient was dependent on 1 ml of morphine every 2 hours and after the discharge, the intervals became larger and larger until they no longer had to inject. The morning of report ((B)(6) 2025) (15th day after the operation) the patient reported they wake up and repeatedly feel withdrawal symptoms which turn into severe pain in the corresponding back area. The patient reports they can't cope with another operation now. The patient reported they are not sure what happened to the explanted catheter. The patient has lost confidence in their doctor. No other neurosurgeon would take the patient in the middle of the current treatment. The patient reported that it's a very difficult situation at the moment and they are "dependent" on the one neurosurgeon. It was further reported that the patient was questioning if a thick bruise could press on the cable at the point of action. The patient also questioned if the performance of a pump become weaker if it had to pump 2x against the malfunctioning or clogged cable, if that could shorten thelife of the pump, or if you could see on the pc if the pump was getting weaker. It was further reported that the underdosing symptoms vanished one week after surgery. The catheter serial/lot number, implant date, and model number were unknown. The serial number and implant date of the patient's pump was provided. The patient's hcp information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that the patient had the pump protocols. The patient also had a question and asked if it was possible that the cable of the pump was not 100% continuous and that the withdrawal and pain symptoms were decreasing and increasing. The patient also stated that they had an egg-sized swelling at the surgical site on their back which was getting bigger and asked if this could possibly be an explanation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a company representative reported that the event was resolved with replacement of the catheter.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign patient (for, con) receiving intrathecal morphine via an implantable pump. It was reported that same problem [clogged cables] had occurred again this year. The patient had an operation on monday [(B)(6) 2025] as an emergency to get a new cable system again. The patient stated that the withdrawal symptoms were bad and they experienced severe underdosing symptoms. The patient assumed an issue with the catheter. The patient was questioning what the cause could be behind it. The patient stated that the neurosurgeon found that the pump itself was still sufficiently filled, but nothing arrived. The patient asked if it [pump] wouldn't have beeped in this case and asked if there had been a backlog, wasn't there? The patient also asked if the pump would only beep if it was empty. Additional information received indicated that the patient now had a short and special technical questions. The patient asked "does a patient with withdrawal symptoms come to the neurosurgeon and he finds that the pump is full. This, everything points to a blockage of the catheter?" The patient also asked if the neurosurgeon should now check by computed tomography (CT) exactly where the flow of morphine is obstructed?

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign patient (con) via a company representative (rep) reporting that the patient did not report any new withdrawal symptoms after their replacement catheter.